Manufacturer narrative:
The reported event of failure to capture and sense was not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited failure to capture and failure to sense. The rv lead was replaced and the procedure continued with the new lead on 9 nov 2023. The patient was stable throughout the procedure.